Event description:
Our office in (B)(4) received a report from a female pt calling to report that she experienced ocular hyperemia, a foreign body sensation, and pain earlier this year after wearing lenses which had been treated with consept 1-step. She sought treatment from her ophthalmologist, and was instructed not to wear her lenses for several weeks. She resumed lens wear (B)(6) and was diagnosed with corneal erosion by same ophthalmologist on (B)(6) 2012. The pt was told to discontinue lens wear again (it is unk if she had medications prescribed). Resolution of the pt's symptoms is currently unk.

Manufacturer narrative:
The mfg records for the reported lot were reviewed. The record review included all production processes: compounding, filling, and packaging process; no deviations (no related anomalies) were noted and all processes were complaint. The MFR of the reported device performed microbiology and chemistry evaluations of the actual product used by the consumer and product retained from the reported lot; all results were within product specs and sterile. All pertinent info that is available has been submitted. Should add'l info become available, that changes the facts or conclusion, a supplemental report will be submitted.